Manufacturer narrative:
Updated to indicate that the device will not be returned. The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The user facility has indicated that they have used the foot pedal several times following the reported event without any further issues; therefore, they do not want to send the device in for evaluation.

Event description:
It was reported that during a procedure the tps unidirectional footswitch was causing the handpiece to running without user activation. The procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the tps unidirectional footswitch was causing the handpiece to running without user activation. The procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.